Manufacturer narrative:
Reporter stated patient is okay. The lens was returned dry, in a lens case/vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Conclusion: 24-off-label use [anterior endothelium chamber depth < 3.0 mm (2.92 mm)]. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -4.0/+3.5/171 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was explanted. The surgeon reports excessive vault, pupil block, elevated iop, corneal decompensation, unreactive pupil, angle closure, and corneal edema. Attempts to obtain additional information have not been successful.